Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer&#38112;representative (rep) reported the implantable neurostimulator (ins) had premature battery depletion because it reached the elective replacement indicator (eri) six weeks after being replaced. The rep. Interrogated the battery and performed an impedance test, but ultimately determined the device reached eri due to being used at maximum voltage. As a result the device was reprogrammed and the consumer was educated on using the device only when needed, but the battery was going to be explanted. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.